Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the atrial lead exhibited noise on multiple follow-ups. The noise was able to be reproduced in clinic. During a device change out procedure, an insulation anomaly was seen on the lead. The lead was capped on (B)(6) 2016. No patient symptoms were reported and the patient was discharged.